Event description:
It was reported that the patient underwent a gynecological procedure for sui/pop on (B)(6) 2012 and a mesh product was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissues, disfigurement, and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2014 and a hybrid midurethral retropubic sling fashioned from the boston scientific (advantage fit), and a xenform (2cm x 7cm) collagen graft was used. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent exploratory laparotomy with left ovarian cystectomy on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent laparoscopic cystectomy due to ovarian cyst and cystocele. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.